Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg incision site. As such, patient was hospitalized and surgical intervention took place wherein the ipg was explanted to address the issue. The infection is being treated with antibiotics.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.